Manufacturer narrative:
(B)(4). The complaint could not be confirmed for connection issue due to lack of sample therefore the root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
Home patient contacted (hp) product surveillance (ps) on (B)(6) 2011 regarding a mini cap that fell off the transfer set. The hp stated that while cleaning the house he found the mini cap on the floor. The hp opened the transfer set to rinse out opening and placed a new mini cap on transfer set. The hp saw his nurse regarding issue, the nurse drew blood for testing, nurse reviewed aseptic technique regarding transfer sets. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.